Manufacturer narrative:
(B)(4). The expedium curved thoracic pedicle probe (product code: 2797-02-030, lot number: 0406v) was returned to the complaints handling unit (chu) on october 13th, 2016. The probe¿s tip was broken off at the 40 mm graduation mark. The probe was subsequently submitted for fracture analysis. Optical images of the fractured surfaces have a rough and grainy appearance consistent across the entirety of both surfaces. No evidence of fatigue striations was found. This suggests the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on the probe. This probe is within of the specified guidelines. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause may be a static overload failure due to unexpectedly high forces placed on the probe during use. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was made a hole on the left side of l-5 for traumatic lumbar fixing to implant ps., the probe was broken during insertion. There was no fragment and no adverse consequence to the patient was reported.